Event description:
It was reported that there was an event of right ventricular (rv) lead over-sensed noise when the patient presented for an in-clinic follow-up. The noise led to pacing inhibition. There was no reported intervention. The patient was noted as being in stable condition.